Manufacturer narrative:
An investigation was performed using visual and stereo inspection on the returned product. The stereo microscope investigation revealed tensile cracks. Further investigation determined that there was no indication of material or manufacturing defects observed. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The results of the investigation have concluded the root cause for the device breaking was cue to strain on the device which caused mechanical stress. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported the distractor was open to about 25mm and was used to retract the patients skull. After about a week the end ratchet snapped off and the device was not able to retract any further. It is believed tissue and or bone got caught in the track, which caused the device to break. Device was removed on (B)(6) 2017. Distractor was used as a retractor. The use of the device in this manner is considered off indications for use.